Manufacturer narrative:
Additional information: the lesion had 70% stenosis. The lesion was pre-dilated with multiple non-medtronic 3.5x10mm cutting balloon inflations and a 4.0x15mm non-medtronic nc balloon. Additionally, twelve pulses of shockwave lithotripsy were deployed with adequate modification. Final ivus revealed excellent circular stent expansion throughout. There was minimal chest pain and no ECG changes. Patient gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent foreshortening occurred. The lesion being treated was a mildly tortuous, moderately calcified lesion in the proximal left anterior descending (lad) artery. The lesion was observed to be 14mm through intravascular imaging, therefore the 18mm onyx frontier stent was chosen for the procedure. There were no issues noted during the deployment of the stent and the stent was fully expanded. Upon deployment, it was observed proximal and distal edges were substantially shorter than prior to deployment. Post deployment was checked on intravascular ultrasound (ivus), with the stent measuring 14mm. An additional drug eluting stent was utilized to cover full length of lesion without any issues and with a successful end result. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: ivus images were provided for review but the images do not provide sufficient information by which to estimate the stent length. The image of the stent post deployment on the fluoroscopic images appears to show bunching on the proximal end of the stent. But the mechanism of the stent bunching was not shown on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.